Event description:
It was reported that the patient presented for follow up with right ventricular lead dislodgement due to excessive tricuspid valve regurgitation. The lead was explanted and replaced. The patient was in stable condition.